Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple sensors that had intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 52 mg/dl, and the meter bg reading was 86 mg/dl. Reportedly, a second cgm bg reading was 220 mg/dl, and the meter bg reading was 146 mg/dl. No additional patient or event information was available. A root cause could not be determined. Customer reported being able to enter calibration bgs to resolve the issues and continued using current sensors.